Manufacturer narrative:
As of today, the investigation is in process. We are awaiting the return part for evaluation. A follow-up will be filed as needed.

Event description:
It was reported that there was a "strong electrical burning smell coming from hologic machine." No injury reported. A field engineer was dispatched to the site and found no external indications of smoke damage. Upon inspection of the detector it was found that a component of the power supply pcb was burned. The detector was replaced and once this was completed the system was working as intended.

Manufacturer narrative:
The detector was received and processed. It was determined that a printed circuit board failure had occurred. The flame resistant substrate of the pcb prevented any potential propagation of a fire. This failure is considered typical and no risk to the system as failure warning dialog box would be seen by the user.